Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-09582 it was reported the patient presented remotely with a battery longevity anomaly. The atrial lead trends also showed an occasionally high capture threshold. No changes were made. The patient was stable.